Event description:
It was reported that a device was used during an esophagastric anastomosis. The device was used with out incidence. Three days post op patient was returned to surgery due to the staple line giving way. Patient is recovering in intensive care.